Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was received insulin flow blocked alarm. Customer¿s blood glucose level was 297 mg/dl. Customer troubleshooting was performed. Customer was tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they were tried all remedies. Customer was advised to the insulin pump would need to be replaced, to retrieve and save insulin pump setting, and to revert to backup plan. The insulin pump will be returned for analysis.